Manufacturer narrative:
It was reported that the control printed circuit board (pcb) of the ventilator was malfunctioning. The ventilator was investigated by our field service engineer on-site and the control pcb was replaced which solved the issue. No log files or service report has been provided and no replaced parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the control printed circuit board(pcb) of the ventilator has been replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).